Event description:
The complainant stated when the bed is plugged in, the knee section runs up on its own and the motor continues to run.

Manufacturer narrative:
The technician isolated the issue to the pendant. When the pendant is unplugged, the knee section no longer runs unintentionally. The account declined to repair the bed and chose to leave the pendant unplugged.